Manufacturer narrative:
Info was forwarded from the owner establishment, (B)(4), which markets the devices in the (B)(4). The MFR did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Since it is reported that pt was skiing and experienced external traumata, it is not suspected that product failure has lead to the alleged event. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).

Event description:
It is reported that pt underwent revision because the pin of the femoral component cracked under trauma whilst the pt was skiing.